Event description:
A customer reported a temperature alarm with their insulin pump while the pump was charging. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support initiated a replacement for the faulty pump and confirmed the shipping address for the replacement. The customer was also guided on how to prepare the pump for return using a pre-paid label.